Manufacturer narrative:
The below corrective and preventative actions were implemented by supplier since april 26th, 2023, as a result of prior similar complaint. There was no lot number or samples received by the complainant, therefore, o&m is not sure if the complaint product was manufactured before or after these corrective actions were implemented. The manufacturing site has taken the following actions: 1. Updated the work instruction to add requirements and visual photo instructions for sticking the foam strips. 2. Informed workers about the customer complaint to increase awareness. 3. Increased inspection frequency of the pasting process from twice a day to four times a day. 4. Created a folding diagram. 5. Retrained teammates on new work instructions and diagram. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in this event is available for evaluation but has not been returned at the time of this report. O&m halyard, inc. Is the specification developer and complaint handling establishment of the complaint product. The product is contract manufactured by hubei xinxin non-woven co., ltd (FDA registration number 3011547453). A scar was issued to the contract manufacturer on may 9, 2024. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned

Event description:
The boot covers have a black strip on the bottom that comes off. The strip helps prevent slipping while walking in the boot covers. Staff are worried about potentially falling and injurying themselves or patients while wearing these in an or setting where fluids are present. There are no injuries reported currently by the site.